Event description:
This ra lead was implanted on (B)(6) 1997 and remains implanted at this time. A call was place to technical services on (B)(6) 2016 reportedly stated that there was an alert for ra impedance of less than 200 ohms and myopotential noise on anti-tachy response 57. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).